Event description:
Customer reported a negative antibody screen on the abs2000 on a patient specimen containing an anti-k that reacts 1+ by tube method.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention crrs, lot g158. The customer did not return product or sample for investigation. It is not possible to rule out the sample as a cause of the event.